Event description:
Pt was being transferred in the hoyer and the hoyer tipped to side. Legs of hoyer had collapsed together as the break gear mechanism gave out. Pt did not hit the floor but was caught by a staff person. Pt was still in hoyer sling. Hoyer was removed from use. No injury occurred.